Manufacturer narrative:
Corrected information d1, d3, d4unique identifier (UDI) #, d4: model #, g4: combination product. Additional information: h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'failed downstream occlusion test' was not reproduced. The device was tested for downstream occlusion detection and was able to properly detect an occlusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream tubing guide is out of specification. The downstream tubing guide will be adjusted to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had failed downstream occlusion testing in the biomedical service department. There was no patient involvement. No additional information is available.